Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Expiration date updated. An event regarding a seating issue involving a triathlon insert was reported. The event was confirmed. Device evaluation and results. Visual inspection of the returned component indicates that the insert was obstructed during the attempted seating which prevented it from reaching the correct position to lock into the baseplate component. Medical records received and evaluation: not performed as the reported component was not implanted. DHR review for the reported lot was satisfactory. Chr review for the reported lot confirmed that there are no other similar events reported. Based on the visual inspection of the returned component, the insert was obstructed during the attempted seating which prevented it from reaching the correct position to lock into the baseplate component. The damaged observed on the part was caused by the user and would have rendered the component unusable.

Event description:
Surgeon attempted to fully seat insert on total knee replacement. He could not get insert to fully seat so extracted partially set insert and look thoroughly for any obstruction. None was noted. A new insert was then opened and implanted. No issues in getting second insert to seat.

Event description:
Surgeon attempted to fully seat insert on total knee replacement. He could not get insert to fully seat so extracted partially set insert and look thoroughly for any obstruction. None was noted. A new insert was then opened and implanted. No issues in getting second insert to seat.